Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a tele phonic monitoring service reported a loss of ventricular sensing. The loss of sensing was verifiedd after the device was programmed to vvi. When normal lead function was observed during surgery, the pacer was replaced.